Event description:
It was reported that the patient experienced no specific symptoms. It was noted that the patient's left ventricular (lv) lead dislodged into the main body of the coronary sinus and was not capturing. The patient's left ventricular (lv) lead was explanted and replaced. The patient was stable.